Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "infection - ndr" is considered an unexpected adverse drug experience.

Event description:
Patient claimed that they experienced a ¿sinus infection (not device related), glands were feeling swollen, lightheaded and ache¿ a few hours later after in the lips with one syringe of juvéderm® ultra xc. Treatment is noted as antibiotics, augmentin, floxin, flagyl. Most of the symptoms have been resolved but still feels lightheaded. Hcp reported that the patient was injected with juvéderm® ultra xc and developed symptoms of a sinus infection 8 days later.